Manufacturer narrative:
Information contained in this report was previously submitted through asr/psr on 16-oct-2016. Device evaluation: visual analysis of the returned device identified: fold creases and an opening. Leak test and microscopic analysis was performed which identified: two striated openings on anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: two striated openings on anterior assessed as surgical damage. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Patient reported right side "deflation" of a saline device. The device has been explanted.